Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had no pacing output. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that the output connector assembly was broken. It was also indicated that the display wires were pinched but the insulation was not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during testing, the external pulse generator (epg) had no output on the ventricular channel even though the indicator light was flashing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection found a damaged component. The device failed all ventricular output tests. No ventricular output was verified with an oscilloscope. The damaged component was replaced. Ventricular output was verified with an oscilloscope. All tests then passed on the automated test console. No errors were found in the error logs. Conclusion: the reported event was confirmed, the failure was caused by a faulty component. The damaged component created an open in the ventricular pacing output causing no ventricular output to be observed. Replacing the component resolved the issue. If information is provided in the future, a supplemental report will be issued.